Manufacturer narrative:
Additional information: h6.

Event description:
It was reported that the patient presented for follow-up with episodes of non-sustained right ventricular over-sensing. The episodes were attributed to over-sensed noise exhibited by the right ventricular lead. The patient was scheduled for lead replacement. However, during the procedure there was a tear in the superior vena cava/ right atrial junction, and the patient went into asystole. Emergency measures were taken to stop the bleeding and the procedure was aborted. The patient was in stable in the intensive care unit.